Manufacturer narrative:
Continuation of d10: product ID 8780, lot#/serial# (B)(6), product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that surgical intervention to replace the whole system occurred on (B)(6) 2024. The cause of the inability to aspirate the catheter was not determined.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that, due to the inability to aspirate the catheter, the hcp believed that the patient was not getting medication or therapy for "some time". The following previously reported information was incorrectly reported under this manufacturer report number. All additional information regarding this event will now be reported under a separate manufacturer report number, should it become an FDA reportable event : it was reported that the new pump could not be relaxed due to the anatomy. Due to the anatomy, the new catheter could not be place therefore and the new pump could not be replaced either. It was noted that everything was replanted from the patient, and nothing was implanted. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient's weight and medical history were asked but unknown at this time. The patient status was alive and no injury. The issue was resolved. Additional information was received from the manufacturer representative (rep). It was reported that surgical intervention to replace the whole system occurred on (B)(6) 2024.

Manufacturer narrative:
H3: analysis of the catheter found ¿catheter body ¿ compressed area.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown morphine drug (cannot be obtained; not documented at cannot be obtained; not documented) via an implantable pump for unknown indications for use. It was reported that they performed normal pump replacement since the pump was implanted in 2017. However, the new pump could not be relaxed due to the anatomy. They could not aspirate and there was a catheter issue, so the healthcare provider (hcp) tried to do a full replacement with 8780. Due to anatomy, the new catheter could not be place therefore and the new pump could not be replaced either. It was noted that everything was replanted from the patient, and nothing was implanted. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient weight and medical history were asked but unknown at this time. The patient status was alive and no injury. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 11-may-2019, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.